Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor. Catheter material kinked 19cm from sensor case. Minor bends along catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 10/10/2012. Based on the above evaluation, supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Additional information from the affiliate explained that the device was never used on the patient. No delay and no adverse consequences.

Event description:
The affiliate reported that the icp was implanted and it was found that the sensor could not be recognized even though it was already adjusted to zero. The physician completed the procedure with another product.